Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that when the customer attempted to program a bolus into the insulin pump, the numbers began to scroll. The keypad was unresponsive. The customer's blood glucose was 6.3 mmol/l. The discontinuation of the device was advised. Nothing further was reported.